Manufacturer narrative:
No anomalies were identified. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis identified that the outer insulation of the lead was twisted. Due to the condition of the returned lead, only a careful microscopic examination was performed. Analysis determined the lead was twisted. Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va1esza, implanted: (B)(6) 2017, product type: lead. Evaluation code pertains to tined lead, 3889-28, interstim (va1esza). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient's implantable neurostimulator (ins) and leads were removed because the therapy did not work for her since implant. The patient had the device removed and is no longer working with the healthcare professional. Also, the patient would be donating the programmer.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.